Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a laparoscopic ventral hernia procedure and absorbable straps were used. The device fired a few tacks that did not attach to the mesh properly. The procedure was completed with another device of the same product code. There were no patient consequences reported. No additional information has been provided.

Manufacturer narrative:
The device was returned in a good condition; no visual damages were presented on the returned device. The provided device was fully dispensed. For fire testing the trigger was unblocked and functional test was conducted successfully, the device worked as intended. No straps were found inside cannula spindle. No abnormalities were noted on internal device components.